Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a login issue in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier had failed. A field service engineer (fse) found that the biometric identifier scanner not working, with no lights. The station was rebooted and the universal serial bus (usb) connection on the biometric identifier scanner was reset. After these steps, the user was able to log in using the biometric identifier scanner. The biometric identifier was then tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.